Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018 at 6:57 pm the customer tested by fingerstick on the meter and the result was 5.8 inr. The customer held their warfarin for one night based on the result and took a multivitamin that contains vitamin k. On (B)(6) 2018 at 8:03 am the customer tested by fingerstick on the meter and the result was 3.6 inr. The customer had a lab test at 9:40 am and the result was 2.7 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no changes in diet or medication and no bleeding or bruising. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.